Event description:
Physician reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, a flat crease, brown particles on the shell and broken on the plug strap. A leak test and microscopic analysis was performed which identified a striated broken on the anterior and a broken striated on the plug strap. Based on the device analysis the final assessment is: a striated broken on the plug strap assessed as surgical damage consistent in the use of some surgical tool; a striated broken on the anterior assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.